Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed critical pump error. The customer's blood glucose reading was unknown at the time of incident. No further details provided.

Manufacturer narrative:
Unable to confirm the critical pump error due to a blank display. Unable to perform the displacement, rewind, seating or basic occlusion tests due to the blank display. The pump was received with a blank display due to moisture damage on the electronics assembly. The pump was received with moisture damage on the motor and vibrator motor. The pump was received with a scratched case.